Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd vacutainer® sst¿ blood collection tubes were under-filled and poor barrier separation. After spinning, there was a small red button on the very bottom, with gel just above, then a ¿red¿ layer of cells and debris were on top of the gel. Customer¿s verbatim: ¿ gold top tubes not spinning down with a certain lot number. The lot number is 8292794, part # 367986". Additional information received: hi there, please see below for my responses to your questions. It has come to our attention that we have experienced the same issue with two tubes from a different lot/batch (i.e. 8255914 exp. Aug. 31, 2019). This occurred over the past day. We could never test from the primary tube due to lack of sample volume due to lack of gel separation. When the tubes spin there is a small red button on the very bottom, with gel just above, then a ¿red¿ layer of cells and debris on top of the gel. We had to remove as much of the cells and serum as possible from the primary tube and then spin that and separate into another plain tube for testing. ¿

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Regarding poor barrer separation, based on the severity and occurrence of the reported condition there will be no further actions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. A review of specimen handling parameters should be reviewed for this tube type. We will continue to monitor for additional complaints and ongoing trends. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that two bd vacutainer® sst¿ blood collection tubes were under-filled and poor barrier separation. After spinning, there was a small red button on the very bottom, with gel just above, then a ¿red¿ layer of cells and debris were on top of the gel. Customer¿s verbatim: ¿ gold top tubes not spinning down with a certain lot number. The lot number is 8292794. Part # 367986". Additional information received: hi there, please see below for my responses to your questions. It has come to our attention that we have experienced the same issue with two tubes from a different lot/batch (i.e., 8255914 exp. Aug. 31, 2019). This occurred over the past day. We could never test from the primary tube due to lack of sample volume due to lack of gel separation. When the tubes spin there is a small red button on the very bottom, with gel just above, then a ¿red¿ layer of cells and debris on top of the gel. We had to remove as much of the cells and serum as possible from the primary tube and then spin that and separate into another plain tube for testing. ¿